Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Study source: e7089 short term pancreatic stenting. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2016-01207 and MFR. Report # 3005099803-2016-01208). It was reported to boston scientific corporation that an advanix pancreatic stent was implanted in the pancreatic duct of a patient during a study stent placement procedure performed on (B)(6) 2016 as part of the e7089 short term pancreatic stenting clinical study. A boston scientific biliary stent was also implanted during the procedure. This complaint concerns the biliary stent placed during the procedure. On (B)(6) 2016 during the study stent placement procedure, an intraprocedural pancreatogram was recorded just before stent placement. A .035 inch bsc dreamwire was used for stent placement. An assistant manipulated the pancreatic guidewire. The pancreatic duct has a normal anatomy. Prophylactic antibiotics were administered, as were nsaids, which were delivered in form of rectal indomethacin. A biliary sphincterotomy was performed during this procedure; it was not an extension of a prior sphincterotomy. A sphincterotome was used by not a needle knife. No prior biliary sphincterotomy was performed. No pancreatic sphincterotomy was performed and one was not conducted during this procedure. No previously placed pancreatic stent was removed at the time of this procedure. In addition to stent placement, balloon dilation was also performed. Contrast was injected into the entire length of main pancreatic duct to the tail of pancreas. The pancreatic duct was not dilated. The stent was intended to be placed for 1 week or less. No issues were reported during the stent placement procedure. According to the complainant, on (B)(6) 2016, the patient experienced cholangitis and was hospitalized. The cholangitis was deemed related to the placement procedure for the stents. The study stent was removed on (B)(6) 2016 in a per protocol advanix stent removal procedure. The study stent was removed endoscopically and an intraprocedural pancreatogram showed no evidence of ductal trauma or stricture at the level of where the proximal edge of the stent was located. No issues were reported during the stent removal procedure. It was not reported if the biliary stent was also removed during the procedure on (B)(6) 2016. On (B)(6) 2016, the patient was discharged and was reported to be "recovering".